Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found in the advanced setting the peak was set low not allowing volume to go above 7.3l. No other issues found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator alarmed high pressure and stopped to deliver flow while on a patient. The patient was placed on a backup ventilator. Patient harm is not known at this time.